Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user has several lots over the last 8 weeks that have had air in the line (air in line post needle connection to pre dialyzer) that triggers the machine system to alarm, venous pressure to become erratic causing disruption in treatment and clotting. No injury reported.